Manufacturer narrative:
Information was provided which indicated that moderate paravalvular leak (pvl) occurred prior to the previously reported valve replacement rather than moderate central aortic regurgitation. No additional adverse patient effects were reported. H6. Patient annex e code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A4. Patient weight in lbs: corrected to 225. E. Initial reporter: facility name and address corrected. G2. Report source: added study as a report source h6. Patient codes (ime/annex e): e0618 removed as it does not apply to this report. Imf (annex f) health impact f15 removed as it does not apply to this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: a. Patient information: 4. Patient weight; 5a. Patient ethnicity; 5b. Patient race b5. Additional information was received that the medtronic valve dislodged deep into the left ventricular outflow tract which caused moderate central aortic regurgitation (ar). Multiple balloon aortic valvuloplasty inflations were performed to decrease the ar, but were unsuccessful. After the bav was performed, left bundle branch block was noted. In addition, several attempts to relocate the valve with a snare were also unsuccessful. Subsequently, a second valve was implanted which resolved the ar. No additional adverse patient effects were reported. B7. Relevant history h6. Patient codes; device codes; imf codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per d00955245. Updated data: b5. Paragraph five. Continuation of d10: product ID d-evprop34us; product type: 0195-heart valves; lot number: 0010552272 product ID l-evprop34us; product type: 0195-heart valves; lot number: 0001059783 product ID edwards lifescience valve; product type: 0195-heart valves; implant date: (B)(6) 2021; serial number: (B)(6) g. Manufacturer contact name and information. H6 - patient codes, eval code method, eval code result, eval code conclusion and health impact codes were added product analysis: review of the device history review (DHR) for the valve with serial number d534848 found it was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. No valve implantation procedure images were available for medtronic to review and the valve was not returned to medtronic for product analysis. Conclusion: paravalvular leak (pvl) could be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, but a conclusive cause could not be determined from the information available. However, it was reported that the dislodgement of the valve into the left ventricular outflow tract (lvot) was the cause of the pvl. Potential factors that could influence the dislodgement of the valve include tension applied on the dcs during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels. In this case, a conclusive root cause could not be determined from the available information. Dislodge events are typically not related to a device malfunction. Conduction disturbances, such as these electrocardiogram (ECG) changes, are known potential adverse effects per the device instructions for use (IFU) and could be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the transcatheter aortic valve (tav). Factors that could impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations. In this case, no treatment was provided and no additional adverse patient effects were reported. A conclusive cause of this conduction disturbance could not be determined. Multiple post-implant balloon aortic valvuloplasty¿s (bav) were performed but were unsuccessful in resolving the pvl. Subsequently, a second valve was implanted, which resolved the aortic regurgitation (ar). No additional adverse patient effects were reported. There was no information to suggest a device quality deficiency that may have caused or contributed to this event. Hypotension is a known potential adverse effect per the device IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and could occur despite a normally-functioning device or model implant procedure. A conclusive root cause of the hypotension could not be determined from the information available. This event did not indicate device malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, a second non-medtronic valve was implanted valve in valve for an unknown reason. No additional adverse patient effects were reported. Additional information was received that the medtronic valve dislodged deep into the left ventricular outflow tract which caused moderate central aortic regurgitation (ar). Multiple balloon aortic valvuloplasty (bav) inflations were performed to decrease the ar, but were unsuccessful. After the bav was performed, left bundle branch block (lbbb) was noted. In addition, several attempts to relocate the valve with a snare were also unsuccessful. Subsequently, a second valve was implanted which resolved the ar. No additional adverse patient effects were reported. Additional information was received the that following the bav the electrocardiogram identified a qrs duration of 120 milliseconds (ms) and lbbb. The patient¿s heart rhythm would be monitored until the next follow up. No other treatment reported. No additional adverse patient effects were reported. Information was provided which indicated that moderate paravalvular leak occurred prior to the previously reported valve replacement rather than moderate central aortic regurgitation. No additional adverse patient effects were reported. Additional information was received that following the valve implant procedure the patient experienced a drop in hemoglobin. Prior to the valve implant, the patient's hemoglobin level was 12.8 g/dl. The valve implant procedure was performed one week later. During the valve implant procedure, major blood loss was reported and the patient was symptomatic of hypovolemia and hypotension; however diagnostic ultrasound assessment at the groin was negative for an active bleed. On the first post-operative day, hemoglobin was 9.1 g/dl. A blood transfusion of red blood cells was administered; however, the amount of units transfused was not reported. The patient's admission was extended another day. At discharge, the hemoglobin was 8.5 g/dl. No additional adverse patient effects were reported.

Manufacturer narrative:
A supplemental report is being submitted for correction to h10 of the previous report to reference the CAPA #. This regulatory report is being submitted as part of a retrospective review and remediation per d00955245 related to CAPA pr 564122. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, a second non-medtronic valve was implanted valve in valve for an unknown reason. No additional adverse patient effects were reported.